Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was difficulty during implant of the right ventricular (rv) lead due to patient restlessness, which required deeper sedation. Following the procedure, the patient developed a pericardial effusion, which was treated via pericardiocentesis, and respiratory distress, requiring intubation. CPR was initiated and the patient was successfully resuscitated; however, the patient expired overnight. Review of the session records revealed no anomalies and the cause of death could not be determined. Additional information was requested but was not received. Related manufacturer reference number: 2938836-2018-09228, 2017865-2018-11207, 2017865-2018-11209.